Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that an advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the attempted to deploy the stent, it was observed that the stent was kinked. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.